Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for (1) unknown plate humeral/unknown lot number. Revision surgery has been indefinitely postponed. Device is not expected to be returned to synthes manufacturer for evaluation / investigation. PMA/510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has a nonunion at present and was originally scheduled for surgery the week of (B)(6) 2017 to potentially add a plate and bone graft. However, due to other medical conditions, the revision has been indefinitely postponed. The patient returned to the clinic status post humeral shaft repair with a periarticular proximal humerus plate on (B)(6) 2017. The patient's fracture was being treated for years nonoperatively. No other information is available. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Corrected data: the initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that there is no allegation of a complaint against this device and there is no reported malfunction or adverse event caused or contributed to with this device. The device functioned as intended. It was reported that loosened screws contributed to the event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.